Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, around 11:00am, the patient was in a store and the cgm was 6.0 mmol/l. Towards 11:30am the patient started to feel low and the cgm reading was 4.0 mmol/l. His vision became faded, and the patient lost consciousness while being in the store. An ambulance was called, and the patient was treated with glucose (route unknown). The patient recovered after treatment and was not taken to the hospital. At the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. No blood glucose reading was reported from the event and the patient stated they did not take a fingerstick. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.